Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was no provided. Patient weight was no provided. Product returned was box package.

Event description:
It was reported that the clinician noticed at the moment of the surgery that implant was missing when he opened the implant box. Surgery was completed with another implant.

Event description:
No addition event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A part of the tapered screw-vent implant (tsv4b10) packaging was returned. Visual inspection of the returned product identified an empty outer vial. The tamper evident ring at the bottom of the cap on the outer vial was broken/opened. The outer box, inner vial and the implant were missing. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) identified information regarding implant packaging under section title sterility, shelf life, and product packaging. The applicable IFU suggests visual inspection of the devices prior to use and not to use sterile devices if the packaging providing the sterile barrier, including the outer cap, vial, tyvek®** lid, or tray has been damaged or compromised in any manner (i.e. Cracked, crushed, torn or peeled away). The complainant reported that the implant was missing when he opened the implant box at the moment of surgery. The reported missing component could not be verified, as the exact details of the device condition as received by the customer are unknown since the tamper evident ring at the bottom of the cap on the outer vial was already broken. A root cause for this complaint could not be determined. The following sections have been updated: UDI: (B)(4).